Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and menorrhagia ("excessive and abnormal bleeding during menstruation") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced hormone level abnormal ("hormonal changes- describe"). In (B)(6) 2014, the patient experienced post ablation tubal ligation syndrome ("post ablation syndrome"). On an unknown date, the patient experienced loss of libido ("loss of libido"), night sweats ("hormonal changes describe: night sweats"), endometriosis ("reproductive system disorder or condition: endometriosis") and ovarian cyst ("ovarian cysts"). The patient was treated with diclofenac sodium (flamydol), ibuprofen, surgery (removal of the device, hysterectomy(full), salpingectomy(bilateral removal of fallopian tubes),d&c) and surgery (endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia and hormone level abnormal had resolved and the loss of libido, night sweats, endometriosis, ovarian cyst and post ablation tubal ligation syndrome outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, hormone level abnormal, loss of libido, menorrhagia, night sweats, ovarian cyst, pelvic pain, post ablation tubal ligation syndrome and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 19-oct-2018: plaintiff fact sheet received. Event ovarian cyst, hormonal changes- describe, post ablation syndrome. Event outcome was updated for the event: pain, dysmenorrhea, abnormal bleeding(vaginal, menorrhagia), apareunia, dyspareunia, hormonal changes. Concomitant and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and menorrhagia ("excessive and abnormal bleeding during menstruation") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of libido"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), night sweats ("hormonal changes describe: night sweats") and endometriosis ("reproductive system disorder or condition: endometriosis"). The patient was treated with surgery (removal of the device) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, loss of libido, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, night sweats and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, loss of libido, menorrhagia, night sweats, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, night sweats, endometriosis, device monitoring procedure not performed reporter, patient demographic information added. Previously reported event menorrhagia, product start date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of libido") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, loss of libido and menorrhagia outcome was unknown. The reporter considered loss of libido, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.